Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. During visual inspection found loose and protruded drive support disk. Insulin pump was unable to verify prime test or low battery alert due to blank display. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube and cracked battery tube threads.

Event description:
Customer reported that she had high blood glucose and that the insulin pump is alarming motor error and the drive support cap is protruding out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.